Manufacturer narrative:
The reported event of unable to pair was confirmed. The patient application became unpaired from the gallant device due to expiration of the patient app identity record. This record is intended to be set with a 10-year expiration; however, it was incorrectly configured to expire after 2 years. No device anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.